Event description:
It was reported that the device failed preventive maintenance and then also failed multiple calibration attempts. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance and then also failed multiple calibration attempts. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced carriage block assembly, tube/sleeve drive arm, front cover, rear case, left handle, barrel clamp and left/ right iui (inter-unit interface). Based on the findings, service determined that the reported issue was due to mechanical failure of the carriage assembly - split nut damage/ worn. Device history record: a review of the device history record showed the device had a manufacture date of 19feb2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance and then also failed multiple calibration attempts. No additional information was provided. There was no patient involvement.